Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The patient with this pacemaker reportedly felt a shock when she touched a light switch. The patient was also itching at the pocket area that when she scratched it, it ended up opening the skin which exposed the device and the wires. The system was removed and was not replaced as the patient¿s heart condition was apparently doing fine and no longer needed the device. There were no additional adverse effects reported. The product was explanted.